Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that the ok and up arrow keypad buttons were intermittently unresponsive and required excessive force to elicit a response. The down arrow and contrast keypad buttons responded appropriately and have normal spring back or click. There was evidence of keypad contamination found under the key contacts and no hypersensitive or inverted contacts were observed.

Event description:
On march 28 the patient's mother reported that the up arrow button and ok button delay activating pump functions when pressed. The patient does not clean the pump. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.